Event description:
It was reported that a patient underwent a hernia repair procedure and suture was used. Two days later, on (B)(6) 2013, the patient experienced a dehiscence. A reoperation was performed with mesh removal and repair with a biologic mesh. During the reoperation, it appeared that the suture had broken. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an open incarcerated incisional hernia procedure on (B)(6) 2013 and suture was used. On (B)(6) 2014, the patient experienced a significant amount of post operative pain. On (B)(6) 2013 the wound started to drain. Several staples were removed. The wound at that point dehisced. The patient was taken back to the operating room and a biologic mesh was implanted due to the wound being contaminated. The patient was treated with pain medication and antibiotics. The patient is now recovering.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.